Event description:
It was reported by an ER physician that the patient's vns was potentially malfunctioning as the patient had presented with recurrent increased seizure episodes. The physician was unfamiliar with the vns and needed someone to interrogate the patient's device. The company representative went to the facility to interrogate the vns, but the patient had already left. No additional relevant information has been received to date.